Manufacturer narrative:
Investigation conclusion: a review of complaint history did not identify any adverse trends for the reported issue for this lot. Root cause: unable to determine. Source: phone.

Event description:
Reported discrepant sars result for 1 symptomatic consumer. The consumer communicated that they tested positive with a faint pink line using quickvue otc and then negative with another rapid antigen assay approximately the same day. No further confirmatory testing had been completed. An additional consumer event was also communicated which is captured on a separate report.